Event description:
It was reported a patient was on impella cp support and during support, there were suction alarms. Volume was given and the position was checked. However, further details stated that care was withdrawn and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The purge cassette was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The cause of the low pump flow was not determined since product was not returned, data logs were not recovered, and insufficient clinical details. Only the cassette was returned for investigation, not the pump.